Manufacturer narrative:
H3, h6: it was reported that during surgery, while connecting sureshot targeter to trauma interface, an error message was displayed. Though several attempts of turning off/on the system, the error was displayed. The surgery was completed using free hand technique. No harm to patient. The associated complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. There was only a ten-minute extension in surgery time and there was no reported harm to the patient. Therefore, no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Based on this investigation, the need for corrective action is not indicated. This is a reusable device that can be exposed to numerous surgeries. Damage from repeated use can occur and some potential factors that could contribute to the reported event are hardware failure, prolonged use and misuse or rough handling. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that,during surgery, while connecting sureshot targeter to trauma interface, an error message was displayed. Though several attempts of turning off/on the system, the error was displayed. By using free hand technique, the surgery was completed. No harm to patient. Surgery time extended 10 minutes. The device will be returned for evaluation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.